Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm portico valve was chosen for a patient with severe aortic stenosis (as) and mild to moderate leaflet calcification using a small flexnav delivery system. During procedure, when the flexnav sheath was being advanced into left iliac, a resistance was noted and the delivery system was kinking. The delivery system was retrieved and checked for any damage; it was observed that the valve capsule had a tear. A new small flexnav delivery system was chosen and completed the procedure. There was a delay in procedure, however patient was hemodynamically stable. The patient was reported stable.

Manufacturer narrative:
An event of advancement difficulty, kinking of the device, and tear of the valve capsule was reported. The device was returned to abbott and investigation confirmed the tear on the valve capsule. A slight pinch/bent was noted on the valve capsule. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported advancement difficulty could not be conclusively determined. The cause of the kinking of the device and tear on the valve capsule is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.